Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that all of a sudden, the night before last, they were going to the bathroom about 5 times in the middle of the night. Patient states they changed the settings the day before that because they were having symptoms for a couple days and now they are worse. Patient used programmer and confirmed therapy is on. Patient seemed to think they had increase the settings previously to 1.5 but the setting was lower. Patient seemed to be at 1.1 or 1.0, agent was not sure but the patient stated they were increasing to 1.2 and will track symptoms.